Event description:
It was reported that the hospital telemetry showed a pause of no pacing for approximately ten seconds. The device was checked and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.